Event description:
It was reported that during an implant procedure a new implantable neurostimulator (ins) was found to have high impedances in the 8-15 slot of the device. There was no difficulty inserting the lead into the slot. Impedances of over 40,000 ohms were reported. The lead was disconnected and reconnected to the multi lead trialing cable (mltc) and impedances were all within range. The ins was changed out with another. No patient injury was reported. Approximately two weeks later it was reported that the patient was receiving adequate "surgery" with the new ins.

Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found insignificant anomalies and that the device was functionally okay.